Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient said the pod got caught at something while at work and she removed it after wearing the pod between 4 and 24 hours. While it was off, the patient's blood glucose levels reached 450 mg/dl. Symptoms reported include nauseous, dizziness, pounding headache, and having chest pains. The patient was taken to the hospital and was treated with ivs and insulin. The patient was released after 2 hours. The patient was prescribed with zofran and naproxyn for use after discharge for sickness and chest tightness.